Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported by the patient that their mobile device was reading is at 40mg/dl. He drank pomegranate juice and took a sugar pill. He felt sweaty and shaky so he took fs right away showing fs reading of 549mg/dl. He called for an ambulance. A paramedics took a 2nd fs reading, 556 mg/dl and gave IV fluid. During the call, he was in the emergency room (ER) with sensor reading of 300mg/dl and fs of 400mg/dl, still shaking and sweaty. During the call, a nurse was drawing the blood for additional tests. He was discharged from the hospital at 11pm on (B)(6) 2025. He stayed for 4hrs. He was given insulin to lower the glucose and IV fluids. He feels good at the time of the follow-up call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the a zone of the parkes error grid was taken at the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.